Event description:
It was reported that during central processing, there was a problem with wrist of the 8mm large suturecut needle driver instrument. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the instrument had broken/damaged cables visible at the instrument wrist, and there were no missing pieces that may have fallen into the patient's abdomen.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.